Manufacturer narrative:
Received one used primary plum set for inspection. As received, no damage or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. An occlusion alarm was generated. The set was disassembled and a broken spike and torn seal were observed. The reported complaint of failure to back prime can be confirmed. The probable cause of the broken spike is unknown and cannot be determined without the return of the used mating device. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An event involved a primary plum set reported that the primary line was primed with saline. No faults or abnormalities were noted. The secondary line spiros was attached to cassette clave. Then, there was an audible alarm and failure to back prime. The cassette clave was noted to be stuck inverted. The primary line replaced, and therapy continued as normal. There were no leaks. No medication was used with the product. There was patient involvement, and delay in therapy, but no adverse events or harm.